Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak was noted after the agilis 8.5 fr sheath was inserted into the patient. While flushing the agilis 8.5 fr sheath, air was aspirated through the hemostasis valve. The agilis 8.5 fr sheath was exchanged; the procedure was completed with no adverse patient health consequences.